Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (further reported as infection in pd cavity) manifested by feeling weak and tired. The cause of peritonitis was unknown. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized; however, has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date two weeks ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.